Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cleaning brush used during the previous reprocessing of the device was broken and got stuck in the suction channel which disturbed efficient suctioning. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preparation and inspection - inspection of the endoscopic system - inspection of the suction function ¿ if a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus. ¿ channel cleaning brushes can become damaged or broken, leading to device malfunction and/or patient injury. ¿ repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. ¿ before and after use, confirm that the brush is free from any damage or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. When a borescope was inserted into the biopsy channel from the opening at the distal end, it was found that there were light surface scratches and minor kinks on the wall of the biopsy channel. When the borescope was removed and reinserted through the suction cylinder to inspect the suction channel and the connecting tube, both were found normal with no signs of foreign material, stains, or damage. Additionally, a brush passage inspection was performed with a new test cleaning brush, and the brush was able to advance through the entire length of the biopsy and suction channel without restrictions. Additional findings were as follows: the suction was not working efficiently, there were scratches on switch button one (1), the forceps channel was kinked, the up angulation was below standard, the control knob had play, there was peeling of cement at the objective lens, the glue on the bending section cover was cracked, and the label was on the control body. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Complete list documented here due to character limitations in respective field: concomitant medical products: tjf-q190v/(B)(4) endoscopic processor & tower and endoscopic ultrasound (eus).

Event description:
The customer reported to olympus that while using the evis exera iii duodenovideoscope, it was discovered that a cleaning brush tip was lodged within the channel of the scope; the last time the scope had been reprocessed, the cleaning brush tip had broken off within the channel. The issue occurred during the therapeutic procedure (endoscopic retrograde cholangiopancreatography), there was a 10 to 20-minute delay due to the issue and the patient was under anesthesia at the time of the event. The procedure was completed with a similar device and there was no patient harm associated with the event.